Event description:
Pt had left bipolar hip replacement on (B)(6) 2019 in which they used a consensus bipolar hip implant. The pt returned to the ER on (B)(6) 2019 for left hip dislocation that could not be relocated in the ER, the pt was taken to surgery for a left hip open reduction. On (B)(6) 2019, pt returned to the ER again with left hip dislocation and was taken to surgery on (B)(6) 2019 at which time the hardware was removed. Washer nut orth 30mm unisyn hip lck mdlr strl - sna - (B)(4), total joint body fem 22mm unisyn std hip ti por cmntls strl - sna - (B)(4). Unisyn hip system, stem, straight, fluted, cementless, 13mm, 180mm, consensus hip system, bipolar assembly, 28mmx43mm 0mm. Device was sent to consensus. The hardware was sent to consensus. FDA safety report ID# (B)(4).